Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lapariscopic sigmoidectomy procedure, air leaked from the device with a boo sound soon after the device was inserted into the patient. The abdominal air pressure dropped low. Another device was used to complete the procedure. There were no adverse consequences for the patient.